Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Correction number: 1627487-07262012-002-r. UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports the charger's experiencing difficulty charging and communicating with the ipg. Troubleshooting and replacement of the charger was attempted to no avail. Reportedly, the patient last recharged 2 months ago. Follow-up identified neither the replacement charger nor patient programmer would not locate the ipg. In addition, the patient programmer displays an error message. The patient will consult with the pain physician as the next course of action.